Manufacturer narrative:
G5, h6: additional/corrected information.

Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The trunk ipsilateral leg component was advanced and deployed with the contralateral leg located within the right common iliac artery. The physician attempted to deploy the ipsilateral leg while pushing up on it, however he was not able to push up sufficiently and the left internal iliac artery (liia) was unintentionally covered by the ipsilateral leg. The physician then used a gore® molding & occlusion balloon catheter and attempted to push up the ipsilateral leg, but this also was not successful. Next an aortic extender component (pla260300j) was implanted to extend coverage of the proximal trunk. During touch up angioplasty the aortic extender component was moved distally (distance unknown). Another aortic extender component(pla260300j) was implanted proximally, however it too was moved distally during touch up angioplasty. A third aortic extender component (pla280300j) was then implanted proximally; and touch up angioplasty was successfully performed. The patient tolerated the procedure. The physician will monitor the patient¿s obstructed liia.